Event description:
It was reported during surgery when implanting an anchor, there was difficulty implanting the anchor. Additionally, the upper part of this complaint product's anchor came off, so the surgeon removed the anchor of this product from the patient's body. The remaining part of the device was successfully implanted. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign : japan. Concomitant medical products: part# cm-6127 biowick surelock anchor 2.7mm lot# 65223230. Part# cm-6101 drill biowick surelock 2.7mm lot# 79280-1. No product was returned or pictures of the product provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.